Manufacturer narrative:
Date sent to the FDA: 12/13/2007. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a sling procedure in 2007. During the procedure, when penetrating the obturator membrane and muscles on the patient's left side, the surgeon felt unusual resistance. The surgeon was not able to perform the procedure on the patient's right side. The device was removed and the procedure was successfully completed with a second device. The surgeon opines that the white tip at the end of the needle may have been bent and did not go smoothly through the tissue. Post-operatively, the patient experienced more pain than expected in the leg and groin and was given pain medication. The surgeon opines that the pain was due to repeated attempts to penetrate the membrane with the needle. The patient was hospitalized overnight for observation.